Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device had a cracked screen of unknown origin, and a replacement was determined to be needed after troubleshooting and education were completed. Symptoms included no alerts or alarms and no reported blood glucose impact. Outcomes included a replacement device being shipped and instructions provided to back up data and return the original device. Investigation included customer service assessment and verification of device functionality concerns, including counseling that the device would no longer be water resistant and that backup therapy should be in place. Investigation of this case revealed damage to the display component consistent with a screen crack, with device function in question but without reported adverse clinical effects. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device display, user-related or handling-related, with no evidence of a device manufacturing defect.